Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system unable to recognize the emitter. Technical services (ts) walked him through checking the em interface screen and there were more than two faults, indicating that the emitter box may need to be replaced. There was no patient present when this issue occurred.